Manufacturer narrative:
Eighteen or older. The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, calcified lesion was located in the moderately tortuous "apical" artery. A quantum mav mon 8mm x 2.5mm balloon catheter was advanced to treat the target lesion. The balloon was inflated once to 12 atms. The balloon was inflated a 2nd time to 12 atms and the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".